Event description:
A malfunction occurred with the pump, displaying malf 24, and prior notable events were not reported. Customer's blood glucose level did not exceed 500 mg/dl and was within acceptable range. Technical support arranged for a replacement pump with updated software to be sent and provided instructions on using the backup therapy, including putting the pump into storage mode and returning it within ten days. The customer was informed about the necessary steps and acknowledged the guidance provided.